Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen prolong articular surface, catalog#: 00595204012 lot#: 62328111, nexgen lcck femoral component, catalog#: 00599401492 lot#: 61533945, nexgen stemmed tibial component, catalog#: 00598004701 lot#: 62423844, nexgen straight stem extension, catalog#: 00598801215 lot#: 62019523. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06305, 0001822565-2017-06306, 0002648920-2018-00087, 0002648920-2018-00088, 0002648920-2018-00089. Remains implanted.

Event description:
It was reported following a knee arthroplasty the patient is experiencing chronic pain and has experienced a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The reported event was confirmed through medical records received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, pain and poor range of motion one of the known adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.